Event description:
It was reported that while attempting to home the system prior to starting a da vinci prostatectomy procedure, the surgical staff noticed that an instrument arm would not move and system error code 20008 occurred. The site restarted the system multiple times, however, the issue persisted. The patient was under anesthesia when the surgeon made the decision to abort the planned surgical procedure and reschedule to a later date. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the system issue experienced by the site was associated with a patient side manipulator (psm). The psm is an instrument arm located on the surgical cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 20008 appears when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the system records the fault and transitions to a safe state. As of february 23, 2012, there have been no reported recurrences of the issue at this hospital.

Manufacturer narrative:
The patient side manipulator was returned and evaluated. The error code experienced by the customer was confirmed in the system logs, however, engineering was unable to replicate the reported failure during internal testing. Based on the system error logs, an axis potentiometer and motor were replaced as a precaution.